Event description:
It was reported that pump displayed malfunction alarm that could not be reset and no events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump.